Manufacturer narrative:
Review of the complaint device history records is ongoing, results are pending. The involved device as received was visually inspected and collagen peel-off coming from the graft coating itself was confirmed. Therefore, a non-conformity report has been initiated in order to investigate the root cause and take appropriate corrective actions if necessary. The investigation is still ongoing. A follow-up report will be sent upon completion of the investigation.

Event description:
The interior lumen of the vascular graft had some type of debris in it upon opening the graft.

Manufacturer narrative:
(10/3331/213) a review of the complaint device history records, indicated that the graft was processed and inspected according to established procedures and was therefore released following acceptable quality inspections and tests. These tests include a 100 % visual inspection of the graft. Specifically, the review of the collagen coating records evidenced no anomaly. (11/213) a retention sample from same lot and coated on the same day and under same conditions as the involved device was visually inspected by our qa supervisor. No collagen peel-off was found. This retention sample also underwent water permeability testing. The test result indicated a value well within product specifications (< 5 ml/cm²/min). (4109/213) the review of post-marketing historical data indicated that no other similar complaint was reported for the same lot number. (4315) no conclusion can be drawn. The conducted investigation would tend to indicate that the product was meeting its specification at the time of manufacture. Please note that, as per instruction for use, care should be taken when handling the graft to avoid damaging the collagen coating.